Event description:
It was reported that the pump touchscreen was cracked/shattered, resulting in the screen being illegible and preventing interaction with the pump. There was no reported adverse impact to the customer's blood glucose level. Information pertaining to alternative insulin therapy was not available at the time of this report.  Additional information is currently pending.